Event description:
An endurant iis was implanted for the treatment of a 58 mm in diameter abdominal aortic aorta. The proximal neck length was 11.5mm, and neck diameter 26x34mm. It was reported that the endurant 36x14x103 e2s bifurcated device was placed without difficulty. The limbs were placed to obtain seal distally and a reliant balloon was used at the seal zones and overlap. The final angiogram was performed and showed type ia endoleak. Six aptus endostaples were used in the neck to adhere the stent fabric to the aortic wall. A reliant balloon was used to balloon neck again. An angiogram was performed. The angiogram showed a small endoleak. The physician mentioned blush could be type ii from lumbars distally. The decision was made to end the case and receive post op scan at a later date. The patient had a marginal neck. Dissection in neck with large posterior bubble, due to patient anatomy. A scan prior to treatment showed the posterior bubble and dissection in the neck. The physician stated that the cause of the event was due to the patient's marginal neck. No additional clinical sequelae were reported and the patient is fine. A review of pre-implant films confirmed that the patient had a saccular aneurysm and a short proximal neck that contained irregular thrombus and appeared to be dissected. The proximal neck diameter at the level of the renals was 33mm, and approximately 1cm below narrowed down to 17mm near a possible dissection flap. The neck was mildly angulated. The max diameter aaa measured 58mm, and the distal aortic diameter was 20x26mm and calcified. The iliacs were non-tortuous with moderate calcification. A short and low resolution video during the implant was reviewed. The bifurcate was implanted with minimal proximal seal length and contrast was seen within the aaa from a likely proximal type I endoleak. The cause of the proximal type I endoleak is unknown; however, it appears likely that the patient¿s marginal neck, which contained irregular and dissecting thrombus, contributed to the type ia.

Manufacturer narrative:
(B)(4). Evaluation conclusions: unapproved, or contraindicated use (pre-operative dissection).